Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: august 14, 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation : the product was returned to the manufacturing site for evaluation. Product evaluation was performed under magnification. The complaint device was received partially submerged in an unknown solution. The cartridge tip was observed to be damaged. The portion of the cartridge tip that was damaged could not be found. The device assembly was inspected and no issues were identified. Customer provided photographs were evaluated and showed the cartridge with the portion that was removed from the eye. No further evaluation could be performed. The complaint issue of foreign material - loose was not confirmed during the product evaluation. The complaint issue of cartridge tip cracked/damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. No nonconformity report, escalation, documentation or labeling change is required. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number:(B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of the cartridge broke on the preloaded intraocular lens (iol) device. The piece came into the eye and the doctor removed it. We have learned through follow-up that the lens was successfully implanted. The patient's outcome is unknown. No further information was provided.